Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced heart block during off label ablations. Off label ablations were being performed along the cavotricuspid isthmus (cti) and around the 13th ablation of the cti heart block was noticed in the patient. The cs catheter was moved to the ventricle and pacing was applied in an attempt to "'jumpstart' the heart's rhythm". The procedure was considered completed but the patient's rp interval was longer than it was at the start of the procedure with 1:1 conduction. The physician paced the ventricle again before determining the patient had 1st degree heart block. The patient was kept overnight for observation and is expected to fully recover. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.